Manufacturer narrative:
Five sterile units of diagnostic catheters cath mb 5f pig 110cm 6sh were received for analysis inside a plastic bag. The units were received into their original sealed (not opened) pouch bags. The units were observed plied-folded, as received. Also, the sterile units were confirmed/ labeled as part number 532598b; lot number 17723865. However, the received units condition (not opened, into their original sealed pouch bags) does not correspond to the reported event in the description summary; where it was stated that the marker bands of super torque catheters were disconnected from the catheters during an incraft procedure. The received units were randomly numbered/ identified from unit one to unit five to perform the analysis. Per visual analysis, no anomalies could be observed on any of the sterile units received. Functional and dimensional analysis were not performed due to the condition of the units received, (sterile /not opened, into their original sealed pouch bags). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This is one of five reports submitted for the same event. Please reference MFR report #s: 9616099-2020-03497, 9616099-2020-03494, 9616099-2020-03496, 9616099-2020-03495. Complaint conclusion: during an incraft procedure, the radiopaque marker bands on four super torque catheters were disconnected from the catheter, making it impossible to measure and deploy the incraft. Also, all four devices presented low support during the navigation and some catheters were broken. In these cases, it was necessary to capture a piece of the catheter with a snare. The marker bands of one catheter were detached inside the patient and it was impossible to remove them. Additional procedural details were requested but not provided. Five sterile units of super torque diagnostic catheters (cath mb 5f pig 110cm 6sh) were received for analysis inside a plastic bag. The units were received in their original sealed, not opened, pouch bags. The units were observed plied folded as received. Per visual analysis, the units were observed kinked/ bent. However, the kink/ bends were found matching to the places where the folds were observed. Also, the sterile units were labeled as part number 532598b; lot number 17723865. However, the received units¿ condition (not opened, in their original sealed pouch bags) does not correspond to the reported events in the description summary. The received units were randomly numbered from unit one to unit five to perform the analysis. The unit identified as unit number one was analyzed under complaint 2019-00101978-1, while the rest of the units identified as units number two, three, four and five, were analyzed under the following cases; 2019-00101978-2, 2019-00101978-3, 2019-00101978-4 and 2019-00101978-5, respectively. 2019-00101978-1 per visual analysis, bends were observed on the body shaft of the unit at 46.0 cm, 59.0 cm, and 77.5 cm from the hub. No other anomalies found. Shape comparison was conducted on the received unit number one. The catheter¿s shape was found within the tolerance zone specified by the shape master. Neither shape relaxation nor deformation was observed on the unit. Additionally, the unit¿s braid wire was inspected under x-ray and no anomalies could be observed. Per dimensional analysis, the outer diameter (od) and inner diameter (ID) of the sterile unit number one was measured and the results were found within specification. Also, due to sterile units returned for analysis, a sample size of two units (unit number one and unit number two) were taken out of the five sterile units received. Per functional analysis, the received sterile unit number one was pull tested at the body to tip fuse area. The established pull test values and pull test results were found within specification for the sterile super torque mb catheter. A product history record (phr) review of lot 17723865 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaints reported by the customer as ¿catheter (body/shaft)- inadequate support,¿ ¿catheter (body/shaft)- separated - in-patient,¿ and ¿marker band (supertorque)- dislodged - in-patient¿ were not confirmed. The received units¿ condition (not opened, in their original sealed pouch bags) does not correspond to the reported events in the description summary. Visual, microscopic, dimensional and functional analyses were successfully performed. The exact root cause of these events could not be determined by the analysis performed on the sterile units received. However, the sterile units were observed kinked/bent as received, probably owning to the way the units were shipped for analysis. Vessel characteristics, although not provided, and/or procedural/handling factors may have contributed to the reported event. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿avoid entrapment of the catheter between other endovascular devices and the vessel wall. Avoid excessive friction on the catheter; avoid simultaneous introduction of the catheter and aortic graft devices through the same sheath. Avoid excessive tension on the device during manipulation. Extreme care to avoid stretching or elongation must be exercised during manipulation and withdrawal. Manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. If resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm super torque mb angiographic catheter positioning under high quality fluoroscopic observation.¿ neither the phr review nor the product analyses suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an incraft procedure, the radiopaque marker bands on four super torque catheters were disconnected from the catheter, making it impossible to measure and deploy the incraft. Also, all four devices presented low support during the navigation and some catheters were broken. In these cases, it was necessary to capture a piece of the catheter with a snare. In another case, the marker bands were detached inside the patient and it was impossible to remove them. The devices will be returned for evaluation.